Manufacturer narrative:
B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused. The reporter stated that the device had not delivered the full dose to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured june 4, 2015 to june 8, 2015. The device was returned for evaluation. Visual inspection did not show any signs of physical abnormality. A functional flow rate test was performed and the results were within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (There was approximately 50ml of solution left in the container), should additional relevant information become available, a supplemental report will be submitted.